Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui female (left) communication failure was confirmed. ¿ received on 17-feb-2026, pcu device was received unboxed and with paperwork. ¿ no channel ID was able to be obtained on the attached lvp modules to the left iui of the pcu unit due to damaged iui pin on the left iui connector. ¿ damaged left iui. Unable to determine where the damage originated. ¿ device to be returned to san diego repair center for processing. ¿ recommended bd san diego repair center to replace the left iui connector. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.